Manufacturer narrative:
(B)(4).

Event description:
It was reported that left hip revision surgery was performed due to elevated ion levels, low hemoglobin, soft tissue reaction and skin discolouration.